Event description:
It was reported that a ventricular assist device (vad) experienced a stop due to the disconnection of power cords and monitor cable. The patient was found pale, coughing, and collapsed on the bed. Cardiopulmonary resuscitation (CPR) was initiated, and a code blue was called. The patient experienced a pulseless electrical activity (pea) arrest, and the ventricular assist device was found to beoff. Cardiopulmonary resuscitation and epinephrine were administered per advanced cardiovascular life support protocol, along with two bicarb pushes. The patient was intubated and later experienced ventricular fibrillation/ventricular tachycardia, requiring three shocks. Return of spontaneous circulation was obtained, and it was believed that the patient was also shocked by an implantable cardioverter defibrillator three times. Cardiopulmonary resuscitation was performed for 45 minutes. The patient was reported to be doing well, was transferred out of the intensive care unit, and is on a stepdown unit again.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2023 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 08-dec-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation results. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2025 followed by a return to baseline parameters on (B)(6) 2025. In addition, two (2) low flow alarms were logged on (B)(6) 2025. Additionally, log file analysis revealed a controller power-up with an associated motor start event logged on 10/jan/2025 at 21:26:29, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 54% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and the adapter was connected to power port two (2). The controller was without power for twenty-five (25) minutes and nine (9) seconds. No anomalies were observed leading up to the loss of power. It is likely that the loss of power was perceived as the reported vad stop event. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues r elated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.